Event description:
Related manufacturer report number: 2017865-2023-47956. It was reported during remote follow up that the right ventricular lead exhibited noise. No intervention was reported. There were no patient consequences.